Event description:
The customer reported the image intermittently goes black; when shaking the connector, the image returns to normal during reprocessing involving an olympus camera head. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.